Manufacturer narrative:
(B)(4).

Event description:
It was reported when a patient presented to the clinic during follow-up, the device was found in backup vvi mode. The issue was resolved after a device download was installed. The patient condition is well. The patient will be monitored.